Event description:
She was pretty immobile due to the pain and swelling [immobile]. Knee pain [knee pain]. Swelling in left knee / swelling in the back of her knee similar to her previous baker's cyst, it is out to the side of her knee [swelling of l knee]. Case narrative: initial information received on 20-sep-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves a (B)(6) years old female patient who was pretty immobile due to the pain and swelling and experienced knee pain and swelling in left knee / swelling in the back of her knee similar to her previous baker's cyst, it is out to the side of her knee, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. At the time of the event, the patient had ongoing baker's cyst and the cyst was accidently found on x-ray before getting synvisc one. The patient had synvisc one first injection in 2014 and second in 2017. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate, formulation injection, route intra-articular, dosage and frequency unknown (lot - unk) for osteoarthritis. The lot number information was requested. On an unknown date, after unknown latency, the patient experienced knee pain and swelling in left knee / swelling in the back of her knee similar to her previous baker's cyst, it is out to the side of her knee and was pretty immobile due to the pain and swelling (immobile) after starting use of hylan g-f 20 and sodium hyaluronate. This event of pretty immobile due to the pain and swelling was assessed as medically significant and was leading to disability. One week ago the patient noticed that the swelling in her left knee was decreasing, but it was not close to the injection site, but in the back of her knee similar to her previous baker's cyst, it was out to the side of her knee. Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome was reported as unknown for she was pretty immobile due to the pain and swelling, as unknown for knee pain and as recovering for knee swelling. A product technical complaint was initiated on 30-sep-2019 for synvisc-one. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 30-sep-2019 additional information received on 30-sep-2019. Investigation summary received and ptc results added. Text amended accordingly.